Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the recipient fell from the couch and hit his head. Immediately afterwards, he refused to wear the external device. Swelling and bleeding were present and the parents took the child to the emergency room for treatment. Re-implantation is considered.

Manufacturer narrative:
Conclusions: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Additionally, the observed inflammation and blood cyst at the implant side were most likely a consequence of the reported accident and a previous minimal trauma. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell from the couch and hit his head. Immediately afterwards, the user refused to wear the external device. Swelling and bleeding were present and the parents took the child to the emergency room for treatment.explantation was performed on (B)(4) 2018.